Event description:
The patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire was unable to advance through the left ventricular (lv) lead catheter. The lv lead was removed and replaced. The patient was in stable condition.